Manufacturer narrative:
A carefusion field service engineer was dispatched to the customer site. The alleged transducer fault failure was unable to be reproduced. A performance check was performed and the vela met all specifications.

Event description:
The customer reported a transducer fault failure during pre-use check.